Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log and an intermittent issue of the device's lcd screen was observed. The device's oxygen blending module board and the device's lcd screen need replaced to address the issues.